Event description:
On (B) (6), the primary plif surgery was performed at l1-s1 using xia system (tfc cages were used at l3/4 & l4/5). Recently (exact date unknown), it was found that the screw at s1 fractured. (Unknown whether right or left side). On (B) (6) 2010, the patient will be revised.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.